Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) booted up correctly then after about five minutes the screen turned off and when it came back on it only displayed data when touched. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician connected the central control monitor (ccm) to lab use only (luo) testing equipment. He powered on the ccm and found the screen to be black. He opened the ccm and installed a luo ccm power supply. He booted up the ccm and the screen functioned as intended. After five minutes, the screen went black again. When the screen was touched it returned to the same screen as before it blacked out. He replaced the hard drive with a luo hard drive and found the screen to not turn black and function normally. It was determined that the hard drive was defective. The service repair technician (srt) re-installed the ccm software and the screen no longer turned black after five minutes. Software reinstalling fixed the reported issue. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.